Manufacturer narrative:
The reagent lot number is 882496. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for several patient samples on a cobas e 801 analytical unit. One example was provided. The initial result was 82 ng/l. The sample was repeated on another module, and the result was <6 ng/l with a data flag. The repeated result was believed to be correct. The sample was repeated because the results did not correlate with the patient's symptoms.